Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
Lvp bezel post recall group 1-dom 2019- 10/02/2019 11:48:30 jeannette kenefick (jkenefic) contact: loi phung - biomed 626-857-3181 lophung@mail.cvhp.org ** customer believes bad fr-110 bezel was installed into this device, per brent: please inspect this device ** 10/16/2019 10:35:26 crisleivy pena (crpena) npi confirmed updated from rcl to mjr for the major repair needed per brandon jeong, service tech. Repair approved by loi phung, biomed, at lphung @emanatehealth.org for $365. New po# 623199. 10/17/2019 13:32:21 don burdette (dburdett) this unit was repaired during training, sap data entry verified by don burdette. 10/25/2019 07:43:39 christina castaneda (chcastan) 9632001960920413730700457111926575 12/03/2019 18:46:46 mikee d baldonado (mbaldona) during the repair process, it was determined that the original problem code should have been brok (broken/damaged) for complaint trending purposes. File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.